Event description:
It was reported that the patient had an infection of the head scar. It was unknown if a culture was taken. On (B)(6) 2014 the patient had a consultation with neurosurgeon and an infection of the head scar was observed. The neurosurgeon prescribed antibiotic treatment. On (B)(6) 2015, exteriorization of device. All devices were explanted on (B)(6) 2015. The patient¿s status at the time of report was alive with no injury. The event was related to the extension and procedure. Actions required as a result of the event included explant and replacement. Later it was reported that on (B)(6) 2014 the patient had medications administered specifically antibiotics with nothing further specified.

Manufacturer narrative:
It is noted hospitalization is now applicable to the event upon further review.

Event description:
Additional information received reported the event resulted in in-patient hospitalization, an emergency room visit, urgent care visit and an unscheduled clinic/office visit. Diagnostics included an examination that was performed (B)(6) 2014. Etiology was reported as surgery/anesthesia. The outcome was noted as resolved without sequelae (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID: 3389-28, lot# 0208786357, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: 3389-28, lot# 0208785824, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: 3708695, serial# nkn088669v, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: extension. Product ID: 3708695, serial# nkn088671v, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: extension. (B)(4).